Event description:
It was reported that a device was giving repeated upstream occlusion alarms during an infusion of an antibiotic (programmed amount and infusion parameters unk). The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and hence an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.